Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked/occluded. The following information was provided by the initial reporter: inability to flush/prime on initial use when accessed with a bd 10ml syringe, seems to occlude and to right itself after manipulation.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-04. Investigation summary: one 2000e-04 sample from lot 20076578 was received in open packaging for investigation; residual fluid was present. No connecting products were returned to assist the investigation. A visual inspection did not identify any product defects or manufacturing issues which could have contributed to the customer's experience. Functional testing was performed by connecting the returned sample to a retained 50ml bd plastipak syringe from stock; no flow restrictions or occlusions were identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20076578 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. Although a definitive root cause could not be determined in this instance; bd is currently performing an in-depth investigation in order to identify if there are any potential manufacturing defects which may be contributing to temporary occlusions of this nature. CAPA 1998036. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e-04 device in the past 12 months.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): (B)(4). FDA patient problem code(s): (B)(4).

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked/occluded. The following information was provided by the initial reporter: inability to flush/prime on initial use when accessed with a bd 10ml syringe, seems to occlude and to right itself after manipulation.